Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate any power failures. Physio verified that the battery pins were damaged and these were replaced as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a couple of broken battery pins and, as a result, the device would power on and off on its own. There was no patient use associated with the reported failure.